Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was monitored for 48 hours for basal rate, passed self test. No alarms noted. Insulin pump passed displacement test. Unable to complete download due to multiple alarms noted in the alarm history screen. Insulin pump alarmed display history failed on startup noted, due to corrupted history files. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer was trying to upload the insulin pump to carelink pro and it kept coming back as test failed. Customer's blood glucose was 109 mg/dl. Customer stated that there was new software release detected alarm in the history. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.